Manufacturer narrative:
(B) (4). (B) (4). Info of this event was reported to the company by field personnel. No further info has been provided at this time by the account. Eval summary - the device involved in the event was not returned for eval. A retained sample of the oll2 device from a similar lot was evaluated. The sample was evaluated for functionality. There were no issues noted for the functionality of the device. Also, the device history record was reviewed and no anomalies were noted.

Event description:
During a procedure, the right inferior pulmonary vein was dissected and three ablations were completed using the oll2 device. It was noticed that there was bleeding near the pulmonary vein. The surgeon re-intubated the pt and a tear was found on the inferior wall of the pulmonary vein. The surgeon could not discern how the tear was created. The tear was repaired by suture and there was no long term pt consequence.